Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified while using a large volume folfusor. The reporter stated that after 24 hours of infusion, there was a residual volume of 100 ml (nominal flow rate 10 hours of treatment). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date -- (B)(4), 2017 ¿ (B)(4), 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.